Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the shaver handpiece was evaluated and the reported problem of no power was confirmed. Further investigation found that the handpiece would run on its own when connected to the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no injuries associated with this failure mode.

Event description:
The customer reported that during use the shaver, handpiece lacked power. There was no report of injury or surgical delay with this event.